Event description:
A customer reported that they performed a blood sugar measurement using the elite system. Customer stated that they rec'd a result of 44 mg/dl and drank some orange juice. A short time latter customer re-test and rec'd the following results - 49, 158, 49 mg/dl. The testing was done from different fingersticks. The reagent that the customer was using was lot number 1g05pm, expiration dated 01/03. While on the phone a review of the system was conducted. Control results were out of specs with extreme variation in the values. A request was made to return the system for eval. In the meantime a replacement system was provided.